Manufacturer narrative:
Spineology does not recommend using a handle other than the intended torque limiting handle with the elite driver for implant expansion. Once the torque limit had been reached, the physician attempted to expand the device further which likely contributed to the failure of the expansion bolt.

Event description:
It was reported that following placement of the elite expandable device in the intervertebral disc space, the physician used the elite torque limiting handle with the elite driver to expand the device and reported hearing a click signaling that the torque limit had been reached. The physician removed the torque limiting handle from the elite driver and placed another handle on the elite driver and contributed to expand the implant. After several attempts, the driver shaft rotated with no force. Fluoroscopic imaging of the elite implant revealed that the expansion bolt had broken. The physician was able to remove the proximal end of the expansion bolt, however, the distal end remained engaged in the nose of the implant. The physician left the elite implant in place to complete the surgical procedure.